Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was discovered that the battery handpiece device did not function. According to the report, when the trigger was pressed, the device had no power. The reporter stated that there was only a very slight, low emitting electronic whirling noise. There were no delays to the planned surgical procedure. It was not reported if a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the interior power transferring mechanics of the device were rough running. It was further noted that there was residue that blocked the ball bearings mainly which as a result caused the seals to leak. Therefore, the reported condition was confirmed. The assignable root cause for the seal leakage was determined to be due to excessive wear from normal use and servicing. The root cause for the worn out seal was because the device had never been updated according to service manual instructions which could also be classified as faulty repair. The risk of this malfunction could have been reduced during anterior services. A CAPA has been initiated to address this issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.